Manufacturer narrative:
The report field event of device sensing anomaly, capture anomaly, and impedance anomaly were not confirmed. The device was above eri upon received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal

Event description:
During an elective exchange procedure, failure to capture, increased sensing, high pacing impedance and noise that led to oversensing were detected on the device once it was connected to the leads. The leads were tested on a psa and revealed no issues, so a new device was selected. The patient was stable.